Manufacturer narrative:
(B)(4).the device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit for evaluation. Visual inspection noted a solid white particle approximately 2.02 mm in size, floating in the fluid of the bladder. The particle was identified to be acrylic via fourier transform infrared spectroscopy scanning. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particles were observed inside of the bladder of a large volume folfusor. This was noticed after the device was filled with fluorouracil and before patient use. There was no patient involvement. No additional information is available.